Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Alaris tubing came apart while loading into alaris pump. Tubing had already been primed with medication. Resulted in medication waste.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that alaris tubing came apart while loading into alaris pump. Tubing had already been primed with medication. Resulted in medication waste. One sample and two photos were provided for quality evaluation. One photo was of the product packaging and the second photo was of the infusion set. The photo of the infusion shows a complete set, however, upon inspection it was identified that the upper pumping segment tubing was missing the securement collar. Investigation of the sample confirms that there is no securement collar on the upper pumping segment silicone tubing. Due to the securement collar being missing from the tubing and no noticeable indention of the securement collar on the tubing, the customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the root cause of the issue was that the sensor that is meant to detect if the securement collar is on the assembly was not cleaned, and therefore did not sense that the securement collar was missing. The personnel involved in the operation, were informed of the issue to prevent recurrence, and a brush was added as a tool to enhance the sensor cleaning method. A device history record review for model 2426-0007 lot number 25083013 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.